Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with intermittent, on-going blood glucose (bg) levels reaching 490 mg/dl with ketones a healthcare provider deemed life threatening on 3/10/2026. Cause was unknown. Customer was treated with intravenous fluids of saline and insulin as well as potassium and magnesium to address the elevated bg. At the time of the report, customer was still admitted to the hospital with the issue resolved and no reported damage. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.